Manufacturer narrative:
(B)(4)

Event description:
The patient was implanted with 4 leads. It was reported the patient ((B)(6)) lost stimulation for one lead. Diagnostics indicated high impedance readings and reprogramming was initially able to restore stimulation. X-rays were taken and indicated a lead fracture. Surgical intervention was undertaken and 3 leads were explanted and replaced. The patient reported effective stimulation therapy postoperative.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00052. Additional information received indicated the lot number of the fractured lead was ab1410.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00052. Additional information received indicated the patient had a total of 5 leads implanted. Four of the leads were from lot number ab1410 and one was from lot number ab1415. It is unknown which lead demonstrated the fracture, therefore all possible lot are being reported.